Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 02/27/2014, belt 01/30/0215.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Review of the download data indicates the patient received five appropriate lifevest treatments, two inappropriate lifevest treatments in response to oversensing of low amplitude cardiac signal and CPR/motion artifact, and two non-lifevest defibrillations on the date of passing. The patient received the first inappropriate treatment at 18:34:36 on (B)(6) 2021. The patient's rhythm at the time of treatment was bradycardia at 50 bpm with CPR/motion artifact. The patient's post-shock rhythm was sinus rhythm at 70 bpm with CPR/motion artifact. An arrhythmia was detected at 18:52:25 while the patient was in vt at 160 bpm with tactile artifact. The patient received the first non-lifevest defibrillation at 18:52:33. The patient's rhythm at the time of treatment was vt at 170 bpm with tactile artifact. The patient's post-shock rhythm was sinus rhythm at 60 bpm with recurrent vt/vf. The patient received the first appropriate treatment at 18:53:12. The patient's rhythm at the time of treatment was vf with tactile artifact. The patient's post-shock rhythm was sinus bradycardia at 40 bpm with tactile artifact. The patient received the second inappropriate treatment at 18:53:45. The patient's rhythm at the time of treatment and post-shock rhythm were sinus tachycardia at 90 bpm with CPR/motion artifact. An arrhythmia was detected at 18:58:31 while the patient was in vf with tactile artifact. The patient received the second non-lifevest defibrillation at 18:58:43. The patient's rhythm at the time of treatment was vf with tactile artifact. The patient's post-shock rhythm was af at 30 bpm with pvc's, tactile artifact, and CPR/motion artifact. The patient received the second through fifth appropriate treatments at 19:10:34, 19:11:09, 19:12:07, and 19:12:34. The patient's rhythm at the time of each treatment and post-shock rhythm was vf with tactile artifact. The electrode belt was disconnected at 19:13:31 while the patient was in vf with CPR/motion artifact and electrode lead fall off. It was not reported who disconnected the electrode belt.